Event description:
It was reported by a customer on (B)(6) 2011, the fiber tip detached inside of the pt at an unk amount of joules. Also, it was reported the fiber tip was retrieved. No pt injury was reported.